Event description:
Lost power throughout hospital, the vent was connected to red plug, but the vent lost power. Patient became hypoxic and dropped o2 sats to low 80s. Vent regained power after approximately 10 seconds. The back up battery on the ventilator did not maintain power.